Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral artery using a lightning aspiration tubing (lightning). During the procedure, the lightning tubing was not aspirating. Therefore, the lightning unit was removed. The procedure was completed using a new lightning. There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/17/2021: 1. Section b. Box 5. Describe event or problem. It was previously understood that there was an aspiration problem on the lightning. However, based on additional information, the lightning tubing became clogged, and therefore, was not aspirating. The information provided does not suggest that the device failed to meet its performance specifications nor that it failed to perform as intended. If the lightning aspiration system becomes clogged during aspiration of thrombus, it should be replaced. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious injury or death. Therefore, this is not considered a reportable event. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral artery using a lightning aspiration tubing (lightning). During the procedure, the lightning tubing became clogged and was not aspirating. It was reported that the indicator light on the lightning was green when the lightning tubing stopped aspirating. The hospital staff turned the lightning switch into the off position, disconnected the lightning tubing, placed the tubing in a bowl of saline and turning on aspiration in an attempt to clear the tubing of clog; however, it was unsuccessful. Therefore, the lightning unit was removed. The procedure was completed using a new lightning. There was no adverse effect to the patient.